Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer declined to reload the cartridge while troubleshooting with tandem technical support, but will continue to monitor the insulin gauge. There was no reported impact to the customer's blood glucose level.